Manufacturer narrative:
Approximate age of device - 2 years 10 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to diffuse intravascular coagulations; lvad thrombosis. No further information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis is listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range and outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pump was not explanted at the time the patient expired.